Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the event logs revealed several power up events reverting to date (B)(6) 2000 at 00:00:04, indicating that the rtc lost power while the controller was powered off. Review of the log files after setting the current date and time and allowing the controller to run while connected to external power showed proper logging of date and time without any resets. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. The reported event could not be duplicated at the bench level. No failure detected. The most likely root cause of the rtc¿s reset to zero can be attributed a rundown of the controller¿s rtc coin cell. Due to an extended period of time without connection to a power source. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that real time clock was not functioning properly. The controller was exchanged and there was no reported consequence or impact to the patient. No patient complications have been reported as a result of this event.